Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Console logs did not contain any data relevant to this complaint. The console was returned for evaluation. The reported broken pump connector cover was confirmed. The pump connector was also observed to be partially lodged inside the aic. Aside from the reported damage to the pump connector cover and the observed partially lodged pump connector, no other issues were found with this console. The root cause of this issue was most likely use related.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a broken purge clip. This issue occurred during use. No patient harm has been reported.